Event description:
It was reported that the patient presented for lead revision procedure. The right ventricular (rv) lead was capped and replaced on (B)(6) 2025 due to unknown reasons. The patient condition was unknown.